Manufacturer narrative:
The analysis of the returned device is complete. The results are below: the pump device event log was reviewed and does not show any abnormal pump behavior. The pump was put through a flow rate test with the infusion parameters: rate 8ml/hr vtbi 100ml ab vol 8ml db vol 4ml db lck 30 min q int 1 hr max/h 9ml max/int 9ml the test results show that 94.16ml was infused, which means a flow rate accuracy of 5.83%, which falls outside of our pump +/-5% flow rate accuracy. The reported issue on flow rate is confirmed.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Reported a pump with under-delivery issue.